Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was manufactured in 2016 and shows signs of extensive use. A functional evaluation of the returned device could not confirm the stated failure mode. The device functioned as intended with the mating part. A review of the manufacturing records did reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that, during surgery, it was noticed that the 125 rad drill gde drop gde is no longer holding. Procedure continued with a backup device from smith and nephew, without a delay or an injury.